Event description:
A malfunction alarm was reported with malf code 12, and it was resettable. However, there was no information provided about the impact on the customer¿s blood glucose level or whether it exceeded 500 mg/dl. The customer was given instructions to reset the pump and assisted by technical support in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with the option to call back if the issue returned.